Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (60 mg/dl) due to hormones and alternating regimens of exercise. Customer walked to the school nurse and was given juice and crackers to elevate blood glucose.